Manufacturer narrative:
(B)(4). (B)(64). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with 0.22 micron filter leaked during priming. It was further specified that the leak appeared to be from a crack in the plastic casing that houses the filter. The device was being primed with normal saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One used sample of product code: 2n8377, was received without pouch. A customer follow up was performed to clarify the discrepancy however the customer stated that the sample was a correct one but could not confirm the product code. Visual inspection was performed with no issues noted. Pressure test and clear passage under water testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.